Event description:
It was reported that the patient underwent a full system replacement procedure due to an unknown reason. The patient was doing well postoperatively. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), batch: (B)(6).